Manufacturer narrative:
Report not confirmed. Evaluation could not duplicate the reported malfunction. There were no detached or missing components. All the bearings were noted to be intact. It was noted that all the internal components were "wet" from a lubricant. We would recommend reviewing both the pre and post-operative instructions with the user facility. Instructions for equipment setup and device cleaning should be reviewed with the hospital. The legend instruction manual contains the following warning, "do not use the legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears; check attachments for proper appearance. Install attachment and dissecting tool, then briefly run motor. Check motor for overheating and leaking lubricant at motor collet. Check attachment for overheating. Check dissecting tool for flail." The instruction manual also states warns "do not soak /submerge legend devices."

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The previous router was reviewed and did not reflect any conditions related to the current, reported malfunction.

Event description:
It was reported that "hand piece "exploded" during surgery, dark liquid and most probably metal debris leaked into operation field, ball bearings are most probably damaged. Operation field was rinsed and some contaminated soft tissue removed." On follow-up it was noted that a strange noise was heard while using the device, the surgoen stopped drilling and liquid started coming out of the attachment. A 1.5 by 2.0 cm piece of muscle tissue was removed.